Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised due to post-operative fracture of implant.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Medical products: oss poly tibial bushing part#: 150476, lot#: 46460. Oss reinforced yoke part#: 150493, lot#: 816690. Oss tibial poly bearing part#: 150411, lot#: 108810r. Oss poly bushing part#: 150477, lot#: 918980. Oss axle part#: 150480, lot#: 551980. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.